Event description:
Noris medical makes zygomatic implants that are not packaged correctly and that they do not insert correctly with the protocol described. Please check all implants that are made. The carrier breaks in the implant during placement. Company refuses to stand by their product.